Event description:
One day after the vena cava filter insertion, the pt returned to the hospital complaining of shoulder and abdominal pain. A CT was taken and it was reported that the several arms were displaced cephalad and outward thru the cava wall. There was no hematoma. The legs were in a normal position. The filter was removed successfully and another filter placed. The pt's status is good.